Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken. The event can be prevented by following the instructions for use which state: chapter 3 ¿preparation and inspection¿. Section 3.7 ¿inspection of the endoscopic system¿ as below. Inspection of the endoscopic image confirm that the 3d endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 20. Confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 21. Move the joystick slowly in each direction until it stops. 22. Confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that image noise occurred and the image could not be seen or displayed due to damage on the charged coupled device unit and due to damage on the circuit board of the video plug section. Additional findings include the following: the video connector / video connector on the slave side had a crack, the video connector case had a crack, the adhesive on the bending section cover had a chip, the control unit had a crack, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The following findings had a scratch: the bending section cover, video connector / video connector on the slave side, video connector case, light guide cover glass, light guide connector, right / left / up / down plate, angulation lever, right / left lever, switch 1, grip, and the control unit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the endoeye flex 3d deflectable videoscope screen becomes dark (it turns dark as if something hit the screen). The device was inspected prior to use, the issue was found during an unspecified therapeutic procedure which was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image noise occurred and the image could not be seen / displayed due to damage on the charged coupled device unit and due to damage on the circuit board of the video plug section. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.